Event description:
It was reported that the patient presented via merlin.net. It was noted that noise resulting in non-sustained right ventricular oversensing was observed on the right ventricular (rv) lead. Recommendations were provided. There were no reported patient consequences.